Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed. When the pocket was opened, the setscrew was found to be loose. It is unknown if noise was caused by lead or ICD.